Manufacturer narrative:
This report is for unknown pfn system/unknown quantity/unknown lot. Additional device product code: hwc. UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: simmermacher, r., bosch, a., van der werken, c. (1999). The ao/asif-proximal femoral nail (pfn): a new device for the treatment of unstable proximal femoral fractures. Injury, international journal of the care of the injured, 30, 327-332. Netherlands. Purpose of study: the study was held in 1996 by four european hospitals to evaluate the handling qualities of the proximal femoral nail (pfn) and to compare the early postoperative results with the results of comparable devices. Patient demographic: the study involved 190 patients, 52 male and 138 female, with a mean age of 76.6 (range 17-97), with 191 trochanteric femoral fractures. 20 fractures were classified as 31-a1 (stable), 128 as 31-a2 (unstable pertrochanteric) and 42 as 31-a3 (intertrochanteric fractures). The classification of one fracture was unknown. Complete 4 month follow up was conducted for 152 patients (a1- group 16, a2-group 105, a3-group 31 patients). In 104 patients (68%) the postoperative course was uneventful. During the observation period 29 patients (19%) died of causes not related to the implant. Type of surgery: surgery for the treatment of unstable proximal femoral fracture with the proximal femoral nail (pfn). Implants used: proximal femoral nail; load bearing neck screw; antirotational hip pin and a distal locking screw complications reported: serious injury: wound-healing disturbances necessitating revision surgery in one patient; five patients suffered from disabling pain in the hip region and underwent revision surgery; two patients experienced poor reduction and were revised and an x-ray examination revealed delayed fracture healing in one patient. This is report 1 of 2 for (B)(4). This report is for an unknown pfn system.